Event description:
Pt with pain and instability after total knee replacement. Opened the joint and noticed failure of polyethylene locking mechanism. Motion between insert and metal plate. This device was implanted at medical center approx 2 years ago and explanted at this facility.